Event description:
On (B)(6) 2025, a patient underwent a dialysis catheter placement procedure using the glidepath hemodialysis catheter. During the procedure the y-shaped junction of the catheter allegedly deformed. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, two photos were provided for the review. The first photo shows the label in which product details was mentioned and verified with tw details. The second photos show clinician holding partial view of the catheter implanted into the patient both lumens have blood. Opacification can be noted in both the lumens near the joint area. Therefore, the investigation is confirmed for the identified material opacification issues. However, the investigation is inconclusive for the reported deformation issue as the provided evidence not sufficient to confirm the event. The definitive root cause could not be determined based upon available information labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is completed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
On (B)(6) 2025, a patient underwent a dialysis catheter placement procedure using the glidepath hemodialysis catheter. During the procedure the y-shaped junction of the catheter allegedly deformed. There was no reported patient injury.